Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. Event date: unknown. 510 k: k991223. There are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in the warehouse. An open and used cassette was received. Thread on the sample received is broken inside the cassette. Thread was probably tangled in the reel and when pulling out the thread, it broke due to the extraction was too hard. Therefore, we consider this complaint as confirmed.

Event description:
It was reported by the healthcare professional "the thread loosen inside the cassette."